Manufacturer narrative:
Updated fields: b4, d11, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h10, h11corrected field: b5, d1, d5, g1 (contact person ¿ mfg site), h6 (medical device ¿ problem code).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no harm or injury to patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed the system and could not maintain proper pressure during calibration. The fse replaced pneumatic module assembly and the compressor. The fse recalibrated the system and corrected the pressure issue. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number. The compressor has not been received. Therefore, no root cause evaluation can be performed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure. It is unknown under which circumstances the event occurred nor if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse observed system and could not maintain proper pressure during calibration. The fse replaced pim and compressor. The fse recalibrated system and corrected pressure issue. The unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.